Event description:
It was reported that the user experienced high blood glucose after placing a new cartridge and infusion set in an atypical site, and they noted the prior site had knotted tubing and awkward adhesive placement. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or injury. Investigation included remote troubleshooting and education, with guidance to allow time for glucose to trend downward after the set change and plan for follow-up to assess symptoms. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with a potential contribution from prior tubing kinks or suboptimal set placement. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.